Event description:
Bleeding was noted around the clear hemostasis valve. The valve was not unscrewed from the sheath. Iabp continued without further problems. Event complications: none from the event - reported 11/20/96. Pt's current status: unk - rpt'd 11/20/96.